Event description:
It was reported that during a low anterior resection, the device's jaw broken and the top part of the I-blade broke off in to the patient. The piece of the I-blade was not retrieved. Sales rep stated that the I-blade tip was not found using x-ray, and it is possible that the piece was inadvertently sucked up using the suction that was in use. The case was completed with a legacy enseal device. There is no patient consequence reported at this time. The sales rep stated that the tissue being worked on was very tough.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached and not returned. In addition the cable was cut off. Due to the returned condition, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.